Event description:
A review of service data detected a reportable event. During servicing electrode belt sn (B)(4) was missing the locking nut on the trunk cable connector. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the locking nut was missing from the trunk cable connector. As a result, the electrode belt would not securely lock into a test monitor. The root cause for the missing locking nut could not be positively identified but was likely physical abuse. No adverse event resulted from the missing locking nut. The last pt to use this electrode belt did not report any deficiencies.